Event description:
It was reported that while ventilator was connected to a patient, the end of the patient tube came off and the ventilator did not alarm. There was no patient harm. Manufacturer's ref. #: 702966.

Manufacturer narrative:
There was no ventilator malfunction at the time. The information received states that the reported occurrence occurred during high flow therapy mode of ventilation. At the time the operator did the disconnection and expected the alarm to sound and visually displayed which did not happen. This is per design. There is no disconnection alarm in the high flow therapy mode of ventilation. The high flow therapy mode of ventilation is only used for patients that can breathe spontaneously. H3 other text: no ventilator malfunction.

Event description:
Manufacturer's ref. #: (B)(4).